Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was "admitted to ER with baclofen." An attachment provided emergency procedures for both baclofen withdrawal and overdose. It was not clear what the patient was experiencing. No further complications were reported.